Event description:
It was reported that during a moderately calcified, mildly tortuous, anterior tibial artery procedure, during pre-dilatation, two fox sv balloon delivery catheters (bdc) were advanced and one ruptured at 16 atmospheres (atm) and the next one ruptured at 13 atm during unknown inflations. Both of the fox sv bdc were removed from the patients' anatomy and another bdc was used for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information. The additional fox sv, is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The sem report determined the balloon failure may be attributed to mechanical damage to the outer surface. The patient anatomy was mildly tortuous and moderately calcified which likely contributed to the reported difficulties. It is likely that the balloon interacted with the calcified lesion upon inflation attempt, such that it became damaged (scratched) and ruptured as a result. Based on the reviewed information, no product deficiency was identified.